Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , power cord would not plug into the hemopro 2 device. It connected to the hp2 adapter without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , power cord would not plug into the hemopro 2 device. It connected to the hp2 adapter without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 , power cord would not plug into the hemopro 2 device. It connected to the hp2 adapter without issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory on 03/09/2020. An investigation was conducted on 06/08/2020. Only the harvesting device was returned for evaluation, not the hp2 cord. Signs of clinical use and slight evidence of blood or charred material was observed on the jaws. The hp2 cord was not returned for evaluation. A manual evaluation was conducted a reference cord was used to connect to the device. There were no physical or visual defects observed, which means that there were no defects observed on the prongs of the device. Based on the returned condition of the device, the reported failure "connection issue" was not confirmed.